Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, the reload fired faulty and the co2 would not go inside the balloon. There was no patient injury.